Event description:
It was reported that there were "no alleged product issues." However, an explant was scheduled for (B)(6) 2013. No diagnostic troubleshooting or testing was performed but reportedly would be performed in the future. It was not known what medication this device system delivered or if the patient experienced any symptoms. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information later reported the patient at this point wished to have the pump removed because it was not providing her with pain relief and she feels that the pump itself was irritating and causing her discomfort. Since the pump was not providing her an improved functional lifestyle, the hcp agreed with removing the pump and having the patient prevent any further side effects associated with intrathecal morphine.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).